Manufacturer narrative:
This is one of two device reports associated with this event. A follow up report will be submitted upon receipt of additional info.

Event description:
The plaintiff's atty alleged that the decedent experienced sudden cardiac arrest and subsequently expired due to the use of the product administered during dialysis treatment.